Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of abdominal pain with cloudy pd effluent with diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and cycler set and the adverse event. Additionally, there is no allegation of a malfunction or leak reported for the event. The patient admitted to not following proper aseptic technique and utilizing a mask during disconnect at the end of treatment two days prior to the onset of symptoms. The patient also reported reusing masks. The pd effluent culture result of staphylococcus aureus supports that statement as the organism is part of the normal flora of the nasal cavity. Based on the information the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on peritoneal dialysis (pd) contacted technical support to report that the patient has peritonitis. Per the pdrn, the patient presented himself to the clinic on (B)(6) 2019 with symptoms of abdominal pain and cloudy pd effluent. The pd effluent culture tested positive for staphylococcus aureus. The patient was initiated on antibiotic therapy of ancef, 2 grams, intraperitoneal (ip), daily utilizing a daytime fill of 2,000ml and dwell time of 6-8 hours and rifampin 300mg, orally, 2 times per day. The pdrn suspects that the most likely cause of the peritonitis is a breach in aseptic technique. The patient reported that two day before the symptoms, on (B)(6) 2019, he disconnected himself from the cycler without wearing a mask and also admitted to reusing the mask during setup and at the end of treatment. The patient also has a case of shingles. The reported set has been discarded and the cycler was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.